Event description:
Dislocation of lens into vitreous [lens dislocation]. Case description: spontaneous literature case/loc. Ref. N an-01-00781-c, argus n 2001078290us. This literature report regards the case of a pt with a history of glaucoma and laser posterior capsulotomy. In 1989, the pt underwent the implantation of pmma lens. In 1998, pt experienced a dislocation of the lens into vitreous. A pars plana vitrectomy, exchanged with anterior chamber intraocular lens, was performed. Two months later, the pt recovered with seqeula.